Event description:
It was reported that the patient received an inappropriate shock due to episodes of supraventricular tachycardia (svt) that were detected as ventricular tachycardia (vt). The detection as vt was possibly due to the very sudden onset of the arrhythmia. Follow up with the physician's office disclosed the patient was hospitalized for fluid overload when the inappropriate therapy occurred. Patient was treated with hemodialysis and medication. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.